Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, there was an o-ring on the pneumatic tap, customer removed the o-ring and received another cartridge change error. Customer to use back up pump for insulin therapy. Customer¿s blood glucose level was 183 mg/dl.